Event description:
Correction to notes. The blood glucose for (B)(6) 2018 was 21 mg/dl. The blood glucose for (B)(6) 2018 was 24 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 56 mg/dl at the time of the incident. The customer was at 114 mg/dl at the time of the call. The customer was given intravenous fluids, food, and juice to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined, as they gave a bolus when they were low and wound up even lower. The customer also had a low of 24 mg/dl the day before that they had a 21 mg/dl low. The insulin pump will not be returned for analysis.